Event description:
It was reported to nova biomedical that the consumer received the following three results: 437 mg/dl at 10.53pm; 433 mg/dl at 11pm; and 539 mg/dl at 12:38am. The consumer reported that she administered 5 units of insulin in between the readings. According to the consumer, she experienced a hypoglycemic event not requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test her test as instructed in our directions for use. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.